Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes exit block six months post repositioning. Six months post implant, the lead had been repositioned due to diaphragmatic stimulation.